Manufacturer narrative:
Date of initial report: (B)(6) 2017 the incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a bladder procedure, the jaws of the device would not open smoothly. No patient injury was reported and another device of the same type was used to continue the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.